Event description:
Customer reported nurse removed the IV administration set from the pump to discontinue a nitroglycerine infusion to set up a basic infusion. The roller clamp was not used and reported the safety clamp did not close. User reported the entire bottle of nitroglycerine, 50mg in 250ml, infused in 35 mins. No pts harm reported.

Manufacturer narrative:
MFR's report date: 02/18/2009. The set was discarded and no devices were sequestered. During conference call with customer, the intended and expected use of the roller clamp was reviewed as the primary means to regulate or prevent flow to the pt when administration set is used outside the pump. It was also reviewed how the device and safety clamp interact. Tip sheet sent to customer for review of the safety clamp.